Event description:
The customer called philips to report that their mp5 had a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.